Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) level was 370 mg/dl. And ketone levels identified as dangerous by their health care provider. The customer went to the hospital and was subsequently admitted into the intensive care unit (ICU) for diabetic keto acidosis (dka). Customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2022. System check was performed by tandem technical support and the pump is functioning as intended. Ultimately, the customer reverted to an alternate form of insulin therapy.